Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited aspiration problem and alarm was generated. The issue happened during an unknown procedure. The device was returned and an evaluation of the returned device at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update d9 (date returned)/h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with brown foreign material, however the specific material could not be identified and the cause of the material remaining in the device could not be specified. It was noted that the material may have originated from the body and the nozzle was not reported to have been deformed. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by following the instructions for use (IFU) which state: "·operation manual_ preparation and inspection -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" "·reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·reprocessing manual_ manually cleaning the endoscope and accessories -flush the air/water channel with detergent solution - remove detergent solution from all channels" in addition, the following non-reportable malfunctions were found during the device evaluation; the bending section cover glue had separated, the universal cord was wrinkled, the angulations were out of specification, and white dots were visible on a black background. Olympus will continue to monitor field performance for this device.